Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation has been completed. Our field service engineer on site replaced the inspiratory pipe, which solved the reported issue. The ventilator passed all tests and was returned for clinical use. The inspiratory pipe was returned for investigation. It was mounted in a reference ventilator for simulated use testing. Pre-use check failed because of leakage. There was dirt on the safety valve membrane in the inspiratory pipe. The membrane was cleaned, which solved the leakage problem. All tests passed. The root cause for the reported issue was dirt on the membrane, what type of dirt and how it got there has not been determined. Leakage may lead to stop of ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The device logs show that the reported issue occurred on (B)(6) 2017, the date of event is update accordingly.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).